Manufacturer narrative:
Complaint conclusion: during the stenting of the common femoral artery, a smart stent was placed in the target lesion and an 8x40mm powerflex pro was delivered for a post-dilatation. However it ruptured at four atmospheres (4 atm) during its initial inflation. Therefore it was removed intact from the patient and a new non-cordis balloon catheter. The procedure finished successfully and there was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There was no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.  The device was not returned for analysis. A device history record (DHR) review of lot 17286889 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided for the common femoral artery lesion. According to the instructions for use IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(4) a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 17286889 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  Additional information will be submitted within 30 days of receipt.

Event description:
During the stenting of the common femoral artery, a smart stent was placed in the target lesion and a power flex pro was delivered for a post-dilatation. However it ruptured at 4 atmospheres (atm) during its initial inflation. Therefore it was removed intact from the patient and a new non-cordis balloon catheter.  The procedure finished successfully and there was no reported patient injury. The product will not be returned for analysis. There was no difficulty removing the product from the hoop or removing the protective balloon cover.  There was no difficulty removing the stylet or any of the sterile packaging components.  There was no kinks or other damages noted prior to inserting the product into the patient.  The device prepped normally, maintaining negative pressure.  The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.  No additional information is available.